Event description:
It was reported to philips that the soft keys on the front display assembly of the device were torn. There was no reported patient or user involvement and no adverse patient/user impact.